Event description:
It was reported that, before use of a hydrosite ad gentle 7.5x7.5cm, it was confirmed that was a black stain or foreign substance. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device confirmed a black stain on the dressing, establishing a relationship between the device and the reported event. Gloves contaminated by pen ink has been identified as the root cause. In clean room operators wear gloves to protect hygiene of product. When operator takes record during manufacturing, pen ink may transfer to gloves. If the gloves were not changed, the ink may transfer to dressing, causing dressing contamination. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found no further instances of the reported event. The risk files mitigate the reported issue with no updates required. Training was delivered to operators to change gloves after using pen. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.